Event description:
It was reported that the programmer had a yellow warning screen because the device could not be interrogated. The clinic tried different programmers without success. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. The data from the last session was lost. Technical services advised the clinic would need to review the episodes again if they want to save them. There were no adverse patient effects. The device remains implanted. Later, it was reported that the device reached replacement time after the patient had received approximately twelve shocks. There is concern for premature battery depletion. The device was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the programmer had a yellow warning screen because the device could not be interrogated. The clinic tried different programmers without success. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. The data from the last session was lost. Technical services advised the clinic would need to review the episodes again if they want to save them. There were no adverse patient effects. The device remains implanted. Later, it was reported that the device reached replacement time after the patient had received approximately twelve shocks. There is concern for premature battery depletion. The device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.